Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced vague transient chest pain with increased troponins observed when the patient was in the emergency room. An angiogram was performed with negative result. However, there was perforation of the right ventricular (rv) wall caused by the rv lead. The physician planned to treat the patient with medication to decrease inflammation and continue to monitor. There were no out of range measurements observed. This rv lead remains in service. No additional adverse patient effects were reported.